Event description:
The stimulation turned off once; it may have happened while at a store. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also MFR's report #3004209178-2010-10682.

Manufacturer narrative:
(B)(4).